Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine change out of pulse generator. The left ventricular lead exhibited intermittent capture. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead was dislodged. The patient tolerated the procedure well, there were no complications.

Manufacturer narrative:
Final analysis found multiple internal abrasions breaching the re cable lumen in the s-curve region.